Manufacturer narrative:
Kun f., liu y., ning g., jinghua c., wei h., weiliu q. (2017). Reconstruction of maxillary and orbital floor defect with free fibula flap and whole individualized titanium mesh assisted by computer techniques. American association of oral and maxillofacial surgeons, 1791.e1. China. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kun f., liu y., ning g., jinghua c., wei h., weiliu q. (2017). Reconstruction of maxillary and orbital floor defect with free fibula flap and whole individualized titanium mesh assisted by computer techniques. American association of oral and maxillofacial surgeons, 1791.e1. China. The purpose of this study was to investigate the clinical application of free fibula flap and individualized titanium mesh using a virtual planning and guiding template to assist the reconstruction of maxilla and orbital floor defects. The study included 6 patients who met all the inclusion criteria: 1) maxillary tumors without soft tissue invasion, 2) requirement of total maxillectomy with orbital content preservation, and 3) simultaneous maxillary reconstruction with free fibula flap and individualized titanium mesh. All patients underwent computed tomography (CT) examinations of the maxillofacial region and lower leg. Each the results of each patients CT exam were the same, they were discovered to have a tumor limited to the maxillary bone. All 6 of the patients underwent a maxillectomy procedure according to the virtual planning and had their fibula flap harvested. As for the maxillectomy, 1 patient had a submandibular incision alone, another a submandibular incision with a median split of the lower lip was performed and for the remaining four (4) a weber-ferguson incision was used. The pedicle of the fibula flap was placed through a tunnel located on the medial side of the vertical part of the mandible in 3 patients and on the lateral side to the submandibular region for the remaining 3 patients. Each patient was implanted with a compact 1.3 mm titanium plate (synthes, (B)(4)) for fibula fixation. All 6 of the patients had class iii defects after maxillectomy according to the classification of maxillary and midface reconstruction of brown and shawn. One (1) patient had a postoperative infection, one had temporary mild diplopia at extreme gaze the resolved after a month. In addition to those patients, two (2) had to undergo postoperative intensity-modulated radiation therapy to the tumor region, and one of those two patients had to undergo immunocompetent cell transfusion biotherapy. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unknown 1.3mm titanium plate. This is report 1 of 1 for (B)(4).